Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the float valve in the soluset did not close when the soluset emptied. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number 12722. The domestic list number has a common device name of 80fpk and a 501k of k063239. (B) (4).